Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and during checking found that after switching on the unit display won¿t come. Display screen was flickering. The fse opened the display, removed and reconnect all the connections on display board. After removing and reconnecting the ribbon cable between display to screen, the fse re-checked display, and found that display was working fine. Subsequently, performed all functional test, and passed successfully. In addition performed battery test as unit showing message battery maintenance required, it passed successfully. The unit was checked with trainer and balloon connected, unit was working fine. After unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during routine check, the display in the cs300 intra-aortic balloon pump (iabp) will not work. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.